Event description:
Pt was revised to address poly wear of the insert and osteolysis. Also, loosening of the tibial tray at the cement/bone interface (cement MFR unk) was reported.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened. This complaint is still under investigation. Depuy will notify the FDA of the results of his investigation once it has been completed.